Event description:
The pump was returned on (B)(4) 2013 for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013] with the following findings: the display screen was found to be dim and discolored. The display screen was replaced with a test screen and the test screen powered on with no visible contrast or discoloration issues. Unrelated to the display issue, there was a crack at the top of the battery compartment and moisture corrosion was visible. The pump cover was removed to inspect for moisture but no moisture corrosion was visible in the pump compartment. (B)(6).